Event description:
It was initially reported to philips healthcare that the heartstart xl optical switch was broken. It was later clarified, but the field service engineer (fse) that the switch was broken, not allowing the device to power up, intermittently. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.